Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up; it was stuck at 00:00. Review of the system log file showed that there was malfunction in flex vision pc and the host pc couldn¿t connect to the flex vision pc. Upon troubleshooting, fse found the hardware error on flex vision pc and observed blue screen. The defective flex vision pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. To resolve this issue, fse replaced flex vision pc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on investigation summary.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.